Event description:
It was reported that the customer received a button error alarm. Customer stated the insulin pump hit a cabinet and was dropped. Customer's blood glucose was 302 mg/dl. Customer was treated with manual injection. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.